Event description:
It was reported the sonicbeat with front-actuated grip insulation tissue pad came off. The issue occurred outside the patient during a therapeutic appendectomy which was completed with a similar device. There were no reports of patient harm or impact.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 (inadvertently selected healthcare professional). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The tissue pads were worn out and some of them were peeling off. Part of the tissue pad was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the analysis results of the actual product, it is likely that the shedding and peeling of the pad occurred by the following mechanism(s). 1. The tissue pad was worn out and part of it peeled off because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. Some force was applied to the peeled tissue pad causing it to fall off. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripping part and seal and cut output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off". Olympus will continue to monitor field performance for this device.